Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 6.7 mmol/l at the time of the incident. Customer was having trouble with the buttons and stated that they were getting stuck and kept scrolling down. Customer replaced the battery and received a button error. Customer stated that the pump was not exposed to any moisture. Customer was trying to bolus and when they pressed the down button, the numbers kept scrolling. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent down arrow button response due to corroded keypad traces. No unexpected numbers scrolling during our testing. The insulin pump has received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.